Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she changed the battery in the evening but when she woke up the next morning, the display on the insulin pump was blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to insert a new battery; the display returned. Blood glucose value is 88 mg/dl. Nothing further reported.